Event description:
It was reported that a revision surgery was performed to explant the insert. Delay of less than 30 min reported. Back up available.

Manufacturer narrative:
It was reported that a revision surgery was performed to explant the insert for unspecified reason. The associated legion ps high flexion insert was returned for evaluation. A lab analysis conducted during this investigation noted that the lock detail deformation and a small posterior edge deformation are observed on the device. Lock detail partially fractured on the left side of the insert. The rest of the posterior outer perimeter and lock detail appeared to be without visible damage. The exact cause of the observed lock detail deformation and partial fracture, and the small scratches and gouges on the surface could not be determined from the analysis of the device. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. It was reported that the surgeon did not fault the device. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.